Event description:
Pt was undergoing anterior cervical disectomy with fusion at c3-c4 for herniated disc. Surgeon was drilling into vertebral bone when the twist drill fractured. The broken piece was left in-situ as the bit was not protruding. Pt was discharged in satisfactory condition with no untoward outcome. This event is occurring below the frequency and severity that are usual for this device.